Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the moderately calcified, moderately tortuous mid right coronary artery (rca). The lesion was predilated with a 2.5x15 mm maverick balloon, inflated to 10 atm for 45 seconds. The physician attempted to place the 3.00x28 mm taxus express2 drug eluting stent, but was unable to cross the lesion. When the physician was removing the stent delivery sys the stent dislodged from the balloon into a branch off of the right femoral artery. No attempts to retrieve the stent. Three inflations were made with a 2.5x15mm maverick balloon, inflated to 12-14 atm to 30-50 seconds. Five inflations were made with a 3.0x12 mm maverick balloon, inflated to 12-18 atm to 35-60 seconds. The procedure was completed with another 3.00x28 mm taxus stent. Medications given: aspirin, heparin, lopressor, plavix, angiomax, nitroglycerin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.